Manufacturer narrative:
An evaluation of the device cannot be performed as the device was disposed of. Additional information was requested and if it becomes available will be submitted in a supplemental report. Disposed of.

Event description:
Conversion of bipolar hip replacement to total hip replacement.

Manufacturer narrative:
Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The investigation concluded that the patient was diagnosed with pain and acetabular fracture. There is no evidence of clinical problems related to factors of faulty component design, manufacturing or materials. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Conversion of bipolar hip replacement to total hip replacement.